Event description:
Operating room laser technician reports difficulty tracking the second eye of the test pt of the day. The procedure was completed, but there were interruptions due to tracking. The laser technician was able to reacquire the pupil and complete the treatment. There was no harm to the pt and the surgeon has no concerns for the pt's outcome. No further details will be provided.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) tested the tracker with test targets without failures and checked the eye tracker camera, ir pods and camera mirror. All parameters were within specification. The tm then completed a successful system verification. A root cause has not been identified, as the system was operating within specification. (B)(4).